Event description:
It was reported that a request was made for technical services (ts) to review shock therapy delivered by this implantable cardioverter defibrillator (ICD) during an arrhythmia episode. Upon case review, ts determined that the arrhythmia resolved spontaneously while the ICD was already committed to deliver a shock, which resulted in inappropriate shock therapy. Ts discussed reprograming options for therapy zones on this device. No additional adverse patient effects were reported. This ICD remains in service.